Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to weakness in cylinder strength. Saline solution was added to the reservoir and no components were removed or placed. There were no patient complications.